Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced uncomfortable stimulation. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates ipg was returned and further analysis of the ipg indicates that fluid intrusion had occurred in the ipg header. The fluid intrusion caused all electrodes in both ports to be shorted to the ipg can and cause a change in impedance values.